Event description:
Patient was in for a laparscopic appendectomy. Surgeon using autosuture endo gia universal 12mm device, 030449, lot # n9l0235 exp. 2014-11. The stapler was used with one load without difficulty. Not able to reload device with second load. Handpiece reported as "jammed". It was not in contact with the patient at this point (no harm to patient). A new device was presented to the field, and reloaded without difficulty. Case continued. Representative was notified and took the stapler used during this event.